Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtml) due to error 25588 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was analyzed and the reported error 25588 was confirmed and replicated. Upon visual inspection, the mtml was installed onto a golden system where the error was triggered indicating fault on the main wire harness replicating the reported event. The mtml was then installed onto a surgeon side console (ssc) fixture test platform (sftp) where power up was found to be failing on the main wire harness. Once testing was completed, the main wire harness was applied behavior analysis (aba) tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported error 25588 on the mtml is attributed to a fault in the main wire harness.

Event description:
It was reported that during a training/demo of the da vinci system, the system was showing an error. Technical support engineer (tse) reviewed the system logs and found errors 23027 and 25551. Errors were pointing to a left master tool manipulator (mtml) fault. There was no report of patient involvement.